Event description:
The patient was revised on (B)(6) 2022 due to dislocation following the primary surgery on (B)(6) 2022. The surgeon explanted a humeral cup (36/9) and implanted a reverse adapter and a stability humeral cup (36/6).